Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had been having high blood glucose. Customer's blood glucose was 406 mg/dl. Customer's blood glucose at time of call was 319 mg/dl. After troubleshooting, customer was advised to call back to perform the high pressure once the tubing clamp is received. Customer will not be returning the device for analysis.